Event description:
Boston scientific received information that this lead dislodged right after the implant procedure and was successfully repositioned. That night it dislodged again. As a result, it was explanted and replaced with another lead. The dates of implant and explant were not made available. Therefore, the dates are approximate, based on the event date provided, since we do not know if the event date is of the first dislodgement or the time the lead was explanted.

Manufacturer narrative:
Both the mechanical and the visual performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.